Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A conclusive cause for the reported patient effect, and the relationship to the product, if any, could not be determined. A review of the lot history record could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2017 an arteriotomy closure of the right common femoral artery was successfully performed using a starclose se device without issue and hemostasis was achieved. Reportedly, after the patient was discharged significant groin pain occurred. The patient thought they may have a potential allergy to nitinol. Although the allergy was not confirmed, the physician decided to take a precautionary measure and perform a cut down to removed the starclose se clip on (B)(6) 2017. The patient outcome was good. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.